Manufacturer narrative:
Device did not have a battery installed when received. Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. Device uploaded properly using care link. No cosmetic damage noted. There is no data available due to the device did not have a battery installed when received.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away at home. The customer was hospitalized on (B)(6) 2019. The cause of death was just not breathing, but the caller states the death certificate is not available yet. The caller stated that the customer was sick during dialysis and that may have led to the customer's passing. The customer¿s blood glucose was 520 mg/dl at the time of leaving the emergency room. The customer was wearing the insulin pump at the time of death. The caller was unsure if the customer was using sensors. The customer had dialysis on (B)(6) 2019 in the morning, got sick and was taken to the emergency room, and then had diabetic ketoacidosis and was still high at 520 mg/dl when discharged. The caller agreed to return the insulin pump for analysis.